Event description:
The customer reported that electrical leakage occurred from the shaft. The device was activated and the insulation on the edge of the shaft became damaged. The patient was not injured.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the evaluation is complete, a follow-up report will be submitted.